Event description:
Information was received indicating that a smiths medical medfusion pump abruptly stopped infusing. It was also reported that the pump exhibited primary audible alarm background test, acu watchdog failure and base task timeout. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information h10: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Primary audible background test found in pump event history log.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. The device was received with all labels still intact. Visual inspection showed the battery door cracked. Based on evidence and investigation, the complaint allegation was unable to be duplicated and determined. As a preventative, the interconnect pcb and speaker were replaced.